Event description:
It was reported that the foley catheter balloon was difficult to deflate during a pretest and only 5cc of water was removed after injecting 10cc of water inside the catheter. It was stated that the remaining water was removed in few minutes and the balloon was deflated completely. The customer tried deflating the balloon by spontaneous or by gentle deflation using the syringe. Estimated time to deflate the balloon was within 20-40 seconds. Per follow up via ibc on 05jan2022, stated that they tried deflating the balloon using syringe for five minutes, and the balloon was deflated completely by spontaneous deflation using syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon was difficult to deflate during a pretest and only 5cc of water was removed after injecting 10cc of water inside the catheter. It was stated that the remaining water was removed in few minutes and the balloon was deflated completely. The customer tried deflating the balloon by spontaneous or by gentle deflation using the syringe. Estimated time to deflate the balloon was within 20-40 seconds. Per follow up via ibc on 05jan2022, stated that they tried deflating the balloon using syringe for five minutes, and the balloon was deflated completely by spontaneous deflation using syringe.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visual observations. The catheter was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter was attempted to deflate, but only 1 ml was able to be withdrawn from the catheter. The catheter balloon was dissected to find the notch was barely perforated. Notch measurements could not be taken. "The inflation lumen and must be properly formed." A potential root cause could be incorrect setup punch depth not large enough/not controlled properly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use: (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients: ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications]. 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: patients with known allergy to silver coated catheter." Corrections: d,f,g,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.